Event description:
It was reported that a user was unable to unlock the ilet to announce a meal, while the device screen responded to notification taps and showed no visible damage; after guiding the user to install an available firmware update, the device unlocked and functioned as expected. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, including checking for and installing a firmware update. Investigation of this case revealed a software-related usability issue with the user interface that resolved with a firmware update, with no hardware malfunction identified. It was concluded that the cause was software performance improved by update and user guidance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.